Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 and two pieces of mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2017. It was reported that the patient underwent a surgical procedure on (B)(6) 2020 during which the surgeon noted extensive omental adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted the patient had chronic inflammation, a foreign body reaction and a recurrent hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. Other procedure is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/18/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.